Manufacturer narrative:
The report of the event oversensing was confirmed by reviewing the device data. However, the reported event was caused by external (non-device related) factors. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD lead. The patient was in stable condition.